Event description:
It was reported the actual residual volume was greater than the expected volume. No specific volumes reported. Per the reporter at the refill (B)(6) 2014 the hcp got ¿almost the entire contents¿ of the reservoir back. The logs did not show a motor stall. The hcp referred the patient to a neurosurgeon to evaluate the catheter. No patient symptoms, interventions, drug or patient outcome reported. Further follow-up is being conducted to obtain the information. If further information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). The initial MDR was filed as MFR report # (B)(4). Additional review indicated the correct manufacturing site is (B)(4).

Event description:
Additional information later reported the expected residual volume was 20ml and the actual residual volume was 17.9ml. Per the reporter the physician dictation noted expected volume 6.2ml but the printout from the pump stated otherwise. Also per dictation the patient had reported increased pain since last visit, the date was not known to the reporter. The reporter planned to follow-up with the physician to discuss volume difference. The pump was used to deliver morphine 15mg/ml, 1.999 mg/day, ptm .25mg, lockout every 4 hours, 4 doses max per day.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2014. (B)(4).

Event description:
Additional information: on (B)(6) 2014, a pump rotor study indicated that the pump was functioning properly. On (B)(6) 2014 at the pump refill, the expected residual volume was 6.2 ml; the actual residual volume was 17.9 ml. The cause of the discrepancy was noted to be "catheter - not intact; pump - not functioning properly". On (B)(6) 2014, at the pump and catheter replacement procedure, the expected volume was 12.6 ml; the actual volume as 19 ml. One day post-op, the patient was without complaint.